Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the duraguard was damaged during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the duraguard was damaged during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.